Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the experienced hypoglycemia. The customer blood glucose level was 2.8 mmol/l. Customer stated insulin pump was suspend before low and was not activated when she was in auto mode. Customer stated that she was low and did not get any alarm. Customer stated that they set the alarm before low on for now and auto mode was running and working normally. Customer stated that she did drink some orange to increase the sugar value. The insulin pump will not returned for analysis.